Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access was obtained and prior to inserting the device into the delivery system, and after crossing the septum, the patient had elevated st segments (no air bubble noted), a decrease in blood pressure and a low heart rate. The case was aborted and the patient was transported to the cardiac cath lab and underwent a cardiac cath and was diagnosed with a blockage. It was noted per the physician that the patient had a myocardial infarction and this was the root of her change in status during the watchman procedure. The patient was stabilized and taken to an outpatient bed. Later that afternoon, the patient and family wanted to proceed with the watchman implant. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. The patient did have a slight decrease in heart rate and blood pressure during the case but was managed and the patient left the procedure room stable. Later in the night the patient experienced a stroke and another myocardial infarction. The patient was intubated and non-responsive. The patient died 1-2 days later. Per the physician, the death is not device related as the patient had a 99% blockage in her heart.